Event description:
A customer reported that on (B)(6) 2012 he obtained readings on his adc meter of 232 mg/dl at 4:15am, and 253 mg/dl at 4:16am that were higher than he felt. The customer reported experiencing "low blood sugar" symptoms of "shakiness, lightheadedness, felt like he was going to pass out." The customer stated he "grabbed for his meter and tested, and the meter was reading higher than he was feeling". The customer further reported experiencing a loss of consciousness. No third-party medical intervention was reported. The customer self-treated with "orange juice". There is no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available.

Manufacturer narrative:
The reported product was returned for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in the meter's memory.